Manufacturer narrative:
Zoll has not yet received the battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the fully charged autopulse li-ion battery (sn: (B)(4) was inserted into an autopulse platform, and the platform was powered on; however, after a short amount of time, the platform shutdown. When the platform was powered back on, it displayed a "replace battery" error message. The battery was removed from the platform, and it was noted that the battery status leds were showing 1 flashing yellow light. The battery was charged in both bays of the mcc; however, the issue was not resolved. On the next morning check, the fully charged battery was re-inserted into the autopulse platform; however, the same issue was observed. When the user re-started the autopulse, the platform would not power back on. Per the customer, the autopulse platform was tested with other li-ion batteries, and it worked as intended. No patient involvement.

Manufacturer narrative:
H4 (device manufacture date) was updated. The reported complaint of "the autopulse li-ion battery (sn: (B)(6) not holding a charge" was confirmed during the functional testing and based on the review of the battery archive data. A possible root cause of this battery failure was exposure to electrostatic discharge (esd) hit, which caused one or more of the battery cells to drain and discharged below its minimum operating voltage. Consequently, the battery failed to charge in the multi-chemistry battery charger (mcc). Upon visual inspection, no physical damage was observed. The status leds on the battery showed one amber light. The autopulse li-ion battery failed charging in a known good autopulse multi-chemistry battery charger (mcc), and the status leds on the battery showed one amber light after the charging attempt; thus, confirming the reported complaint. Battery archive data was reviewed and showed multiple cell over-voltage and battery reset over-writing error messages due to electrostatic discharge (esd) hit, which caused the battery cells to get drained and leak. After the customer placed the battery in the mcc, one or more of the battery cells got charged to a high voltage and resulted in an over-voltage trip. Nevertheless, the battery was later reconditioned and fully charged. The esd was cleared and battery started functioning as intended. Further review of the battery archive data showed battery mismanagement and charging practice by the customer. As shown in the archive data files, after the battery was reconditioned successfully, the customer used/inserted the battery into the autopulse platform, and the battery remained in the platform for about 3 days without charging in between use. As shown in the archive data, later the battery recorded cell over-voltage and open cell-tab error messages after the battery was pulled out from the charger. The root cause of the error messages was determined to be the electrostatic discharge (esd) hit. The archive showed the battery was placed in the mcc and removed from the mcc multiple times. The autopulse power system user guide states: "after every use, at the beginning of a shift, or at least once every 24 hours, the battery in the autopulse should be replaced with a fully charged battery." A fully charged li-ion battery left in a zoll autopulse platform and/or left in the shelf (stored/not used) for extended periods of time will eventually discharge below its minimum operating voltage. A fully discharged battery will not display any led status lights and will fail to charge.